Event description:
New information received notes the right atrial lead noise was observed remotely and in the clinic.

Manufacturer narrative:
Additional information: a1, a3, b5, d1, d2, d3, d4, d6a, d6b.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial lead had noise. The lead was capped and replaced. The patient experienced no symptoms related to this event. Further information was requested, but not provided.